Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included condom (for protection). Previously administered products included for birth control: depo-provera from november 2012 to january 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("constant back pain"). On (B)(6) 2013, the patient experienced urinary retention ("urinary retention"). In 2014, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with analgesics, surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower and back pain was resolving and the urinary retention, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, fatigue, pelvic pain, urinary retention and vaginal discharge to be related to essure. The reporter commented: in the medical records that the pelvic pain began suddenly on (B)(6) 2013 after her essure procedure. The pain was located and plaintiff felt a burning sensation along the upper abdomen. It was occasionally sharp, shooting pains and it would radiate into the lower back. Plaintiff stated the severity of pain was 5/10 on the pain scale. During removal procedure, the essure device was identified and removed intact. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: essure coils seen and appeared properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, back pain, vaginal discharge, and fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet (pfs) and medical records (mr) ¿ new reporter (healthcare facility ¿ case became medically confirmed); plaintiff¿s demographic data; historical drug (depo-provera); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure lot number (a57122); essure insertion date ((B)(6) 2013); essure insertion details; essure removal date ((B)(6) 2013); previous reported adverse event injury clarification with description of injuries; new adverse events (urinary retention, pelvic pain, lower abdominal pain, back pain, vaginal discharge, and fatigue); treatment drugs (analgesics for pain); imaging exam (transvaginal ultrasound scan); and essure removal method (diagnostic laparoscopy with bilateral salpingectomy). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included condom (for protection). Previously administered products included for birth control: depo-provera from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("constant back pain"). On (B)(6) 2013, the patient experienced urinary retention ("urinary retention"). In 2014, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with analgesics and surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower and back pain was resolving and the urinary retention, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, fatigue, pelvic pain, urinary retention and vaginal discharge to be related to essure. The reporter commented: in the medical records that the pelvic pain began suddenly on (B)(6) 2013 after her essure procedure. The pain was located and plaintiff felt a burning sensation along the upper abdomen. It was occasionally sharp, shooting pains and it would radiate into the lower back. Plaintiff stated the severity of pain was 5/10 on the pain scale. During removal procedure, the essure device was identified and removed intact. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: essure coils seen and appeared properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, back pain, vaginal discharge, and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.